Event description:
Caller reported blood glucose results of 381 mg/dl and 159 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
It was reported that post op of a low anterior resection, the patient was brought back to surgery for a reoperation due to a post op leak. No additional information is available. The device was discarded. Additional information being requested.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.